Event description:
Healthcare professional reports results lower than reference with the protime microcoagulation system. Protime generated 1.2 inr and reference lab result was 2.4 inr. Pt's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer tested with instrument serial# (B)(4). Method: actual device not evaluated (cuvette/single use disposable). Process eval performed. Cuvette device history records reviewed and found to meet specs.